Event description:
In this event, a couple of hours after treatment using ah 26, a patient with known allergies to bis-gma experienced facial edema and swelling and redness of the oral mucosa. The patient underwent outpatient treatment at the hospital.

Manufacturer narrative:
The patient was examined for an allergy to ah-26 by direct dermal application of the material; the patient was confirmed to have an allergy to ah-26. Therefore, because of the confirmed allergy and hospital treatment, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned and the lot number was not provided for retained-product testing and/or DHR review.